Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's high blood glucose value was 414 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer stated that they sure that the insulin was not able to go inside her body because of the leakage. Customer stated that leak on the infusion set. Customer reported that they did not feel okay. The device will not be returned for analysis.